Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material that may have remained after reprocessing deviated from the instructions for use (IFU). The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to breakage of light guide bundle, illumination was uneven; due to damage on charged coupled device unit, the image had white dots; due to clogging of nozzle, water removal ability does not meet the standard value; light guide lens had discoloration; connecting tube had a scratch; due to wear of angle wire, bending angle in down direction does not meet the standard value; grip had discoloration; universal cord had a scratch; light guide bundle had breakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had play in angulation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, a foreign material was found on the bending section cover and the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.